Manufacturer narrative:
No malfunction was reported. The ams700 device was visually inspected and functionally tested. There was a leak in both cylinders and reservoir that was the result of sharp instrument or tool damage consistent with explant damage. One cylinder had broken fabric threads. The pump performed within specifications.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to infection. A new inflatable penile prosthesis consisting of 15 cm x 12 mm cylinders, pump, and reservoir were implanted. No patient complications. Product investigation complete. There was a leak in both cylinders and reservoir that was the result of sharp instrument or tool damage consistent with explant damage. One cylinder had broken fabric threads. The pump performed within specifications. Should additional information be provided, this report will be updated.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to infection. A new inflatable penile prosthesis consisting of 15 cm x 12 mm cylinders, pump, and reservoir were implanted. No patient complications.